Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0910, awareness date 30-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2013. She had essure placed in 2013 after her third baby. She started to have periods every two weeks. Then she had a hsg (hysterosalpingogram) test and it showed that one of her tubes was never blocked. On an unspecified date, she had another hsg test done and it showed that a coil migrated and was in the pelvic area. On (B)(6) 2015 she was more than just getting her tubes removed. Her doctor went in and found out that the coil had embedded itself in and wrapped around her uterus and at the age of 31 she had to have a whole hysterectomy. When she woke up from recovery, all of her symptoms slowly went away. Her bloating was gone, her rashes never came back. Three months later her hair started growing back, her pelvic pain on the right side was gone and of course the harsh periods were gone. She could not believe that those coils from essure caused all her pain and mental exhaustion for the last two years. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and coil migrated and was in the pelvic area, the coil had embedded itself in and wrapped around uterus. She underwent a hysterectomy two years after insertion. This event, interpreted as device embedded (partial uterine perforation), is serious due to medical significance and listed in the reference safety information for essure. In the present case hysterosalpingogram showed that a coil migrated and was in the pelvic area. During surgery, two years after essure insertion, doctor found out that the coil had embedded itself in and wrapped around her uterus and she had a hysterectomy. Given the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
On (B)(6) 2013, the patient started essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram. On (B)(6) 2015: hysterosalpingogram. Most recent follow-up information incorporated above includes: on 28-feb-2017: follow up received via lawyer: essure implanted in (B)(6) 2013 for permanent birth control, two hsgs performed: (B)(6) 2013, one tube not blocked, (B)(6) 2015: right coil migrated to pelvis, symptoms: abnormal heavy bleeding, severe pelvic pain, hair loss, abnormal prolonged and frequent menses, weight fluctuations, mood swings, after hysterectomy painful recovery - all considered related to essure, symptoms mostly resolved. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and coil migrated and was in the pelvic area, the coil had embedded itself in and wrapped around uterus (seen as embedded device and device dislocation, the last one added upon receipt of new information) and abnormal heavy bleeding (seen as genital bleeding, also added upon receipt of new information). She underwent a hysterectomy two years after insertion. Upon receipt of new information this case became legal. All the events are serious due to medical significance and anticipated in the reference safety information for essure. In the present case, following the insertion the consumer began experiencing genital bleeding, after two years of essure insertion a hysterosalpingogram showed that a coil migrated and was in the pelvic area and consumer underwent surgery, in which her doctor found out that the coil had embedded itself in and wrapped around her uterus and she had a hysterectomy. Given the events' nature, causality between them and essure cannot be excluded. Other non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). The product technical analysis concluded that based on the available information; there is no relationship between the reported medical events and a quality defect. Further information is expected only through litigation process.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 02-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and coil migrated and was in the pelvic area, the coil had embedded itself in and wrapped around uterus. She underwent a hysterectomy two years after insertion. This event, interpreted as device embedded (partial uterine perforation), is serious due to medical significance and listed in the reference safety information for essure. In the present case hysterosalpingogram showed that a coil migrated and was in the pelvic area. During surgery, two years after essure insertion, doctor found out that the coil had embedded itself in and wrapped around her uterus and she had a hysterectomy. Given the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.